Event description:
The stapler that the physician fired failed in that it left a staple line on the portion that was to be the specimen. The staples failed to fire on the lung tissue that remained. The divided blood vessels began to bleed. A clamp was placed across that area, and the physician proceeded with posterior lateral thoracotomy. Hemostasis was achieved with a thoracentesis and the use of another stapler to control the site where the product failed.